Event description:
Complaint received reporting leakage issues with use of dialysis set-ups consisting of medisystems streamline airless system set and d1000 tego connectors. The initial information received reports there were two incidents where during initial dialysis sessions (minimal) leakages were detected. The involved tego connectors were removed and replaced and treatments resumed without incident . It was also reported that upon removing the tego connectors clinician observed "split in clear coating" and "..blood noted under clear coating". There were no reported patient injuries, adverse outcomes.